Manufacturer narrative:
A non-sterile og tdl cmplx fill coil 7x21 was received in its original carton box in tangled condition inside of a pouch. The hypotube was found kinked. The introducer was received zipped and no damages were noted on it. Several kinks were noted on the support coil. No damages were noted on the gripper while the embolic coil was found stretched/kinked in knot condition with the device. The device was inspected under microscope and the following was found; several kinks were noted on the support coil. No damages were noted on the gripper while the embolic coil was found stretched/kinked in knot condition with the device. The od from the delivery tube was measured and was found within specification. The functional test cannot be performed because the embolic coil was found stretched/kinked in knot condition and it cannot be recaptured inside of the introducer. The reviews of lot 16009933 revealed no anomalies that were considered potentially related to the reported complaint. The failure reported by the customer that the system was impeded in the microcatheter could not be evaluated due to the conditions of the received unit. However this condition appears was due to applying excessive on the device but it could not be conclusively determined. Neither the analysis nor the DHR suggest that the failure reported could be related to the manufacturing process. Additionally inspections are in place as per that prevent these kinds of failures leaving from the facility. Therefore no corrective action will be taken at this time.

Manufacturer narrative:
Additional information received for this complaint: the target vessel site was the internal carotid right artery. The device did not kink or bend at any time prior to the resistance/friction. The microcatheter did not kink or bend at any time. There were no noted damages on any part of the device when it was removed from the patient. Other products including one presidio cerecyte 18 (10cmx34mm, lot unknown), and 2 presidio cerecyte (8cmx29mm, lot unknown) were advanced successfully through the same microcatheter. An adequate continuous flush was maintained through the catheter. When the microcatheter was removed, it was removed over a guidewire, thereby retaining target position. There was reportedly a significant delay of 20 minutes due to the issue although no injury resulted from the delay. The product has not been returned for analysis therefore the root cause of the issue cannot be determined. Three attempts to retrieve the product have been made. If the product becomes available, an investigation will be performed and additional information will be provided within 30 days. Based on the information, the event could not be confirmed. The product was not returned for analysis; however a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.

Event description:
The contact at the facility reported that the orbit galaxy ((B)(4)) could not be advanced into the coviden echelon 14 microcatheter (details unknown), despite successfully introducing it into the catheter. The coil and microcatheter were exchanged to continue the procedure. There was no reported patient injury. At initial contact, the product was available for return.

Manufacturer narrative:
Concomitant device:echelon 14 microcatheter (covidien, details unknown).the product will be returned for analysis, however it has not been received. Additional information will be submitted within 30 days of receipt. No conclusions are made at this time.